Event description:
Boston scientific received information that this product was involved in a potential infection. There were no additional adverse effects reported. All available information indicates that the product remains implanted.

Manufacturer narrative:
Additional information has been requested from the field representative. Should any further information becomes available, this report will be updated. The field representative indicated that she had no further information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.